Manufacturer narrative:
(B)(4). This device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device or any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367. This error occurred during the initial drain cycle of peritoneal dialysis therapy. The patient stated that the issue had to do with the homechoice machine and that he did not notice anything wrong with the supplies. There was no patient injury or medical intervention reported. Additional information was requested and was not available.